Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/08/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The flow valve was replaced to resolve the reported issue. The unit was calibrated and placed back into service.

Event description:
The customer contacted technical support stating that the unit is giving error code message of excessive drift on flow. The customer reported there was no patient involvement.